Manufacturer narrative:
Collecting information is ongoing. Additional information will be provided with final report.

Manufacturer narrative:
On 19 september 2019 aro legal department forwarded a summons and complaint document that refers to an incident involving an arjo device. The exact day of the event is currently unknown. However, the information provided in the complaint indicated that the event took place in 2017. The patient involved in the incident passed away. Additional information received from the customer indicated that the patient fell out of the lift and was injured because the lift "broke and gave way." No other information was provided. It is not possible to have our technician evaluate the product at the moment since it is involved in the legal case. The investigation and root cause analysis will be updated upon the availability of further and relevant information. Due to the limited data, we were not able to establish a root cause or any connection between the device and the event or the event's outcome. In summary, according to the gathered information the arjo lift was used for patient handling at the time of the event. The link between the device and the alleged incident was not established. The device was not available for evaluation, hence no malfunction could have been identified. This event was decided to be reported to regulatory authorities due to the allegation of patient death and claimed involvement of the arjo device in the event.

Manufacturer narrative:
Additional information will be provided upon investigation conclusion.

Event description:
Arjo representative summons and complaint document that refers to an incident involving arjo device. The exact day of event is currently unknown. The patient involved in the incident passed away. Additional information received indicated that patient fell out of the lift and was injured because the lift "broke and gave way." No other information was provided.